Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of device sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed.

Event description:
The customer alleges that the neptune is not registering low water. It looks like the issue is not squeezing the reservoir bottle to initiate flow.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number of the sample received (74a1602216) and there were no issues found that could relate to the reported complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The sample was returned for evaluation. The column was placed in a neptune and connected to a 1650ml water bottle. Water immediately filled the lower tube and into the column. The heater and active ventilation was then turned on. There was no low water alarm. Then, the column was set up the same way but with an empty water bottle. The low water alarm did turn on with an empty water bottle. This behavior is expected and normal. Other remarks: based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The low water alarm did not go off when there was water in the bottle and column, and it did go off when there was no water in the bottle or column.

Event description:
The customer alleges that the neptune is not registering low water. It looks like the issue is not squeezing the reservoir bottle to initiate flow.